Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft kink and break occurred. The 90% stenotic lesion was located in the calcified and average tortuous mid left anterior descending (lad) coronary artery. The quantum maverick balloon catheter successfully crossed the lesion; however, the balloon failed to inflate. Upon removal from the pt, a hypotube kink was noted. A shaft break occurred outside of the patient. According to the physician, "strong force was given on the device during delivery". The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".